Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an accidental detachment of the infusion set adhesive on (B)(6) 2026 after the tubing became caught, causing the adhesive to be removed. No further information available.